Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. Visual inspection was performed, and no damage was observed. The clip was able to be installed on the instrument's grip tips and test on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The clip test was performed and passed multiple times. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not clip. The procedure was completed with no reported injury.